Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an atrial flutter ablation procedure while using the maestro 4000. The rf console could not be self-checked, then an error occurred. The procedure could not be carried out normally, so the procedure was cancelled. No patient complications were reported.